Event description:
It was reported that the patient deceased at home after an extended illness. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death is unknown.